Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, following completion of a transcatheter aortic valve implantation (tavi) procedure, an issue occurred during use of the manta vascular closure device (vcd). While attempting to perform the standard double-click deployment to connect the manta bypass tube into the manta sheath, the device could not be fully engaged. During this attempt, the toggle and the entire sealing system exited the device, and the physician reported that the manta device appeared to "fall apart". Manual compression was immediately applied, and the defective device was removed. A new 18f manta vcd was subsequently inserted over the same standard 0.035" guidewire, and vascular access closure was completed without further complication. Control angiography confirmed no complications, and the patient remained stable. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond that described.